Event description:
On (B)(6) 2025, the user reported an alert on both her personal ilet and backup ilet. The user completed a dry run on both devices, successfully performed a supply change on her personal ilet, and factory reset the backup ilet. The blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.